Event description:
It was reported by the parent that they had a unexpected bolus. The mother stated the controller gave 3.75 units of insulin. The patient's blood glucose (bg) values reached 265 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the controller had a unexpected bolus. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.